Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was originally reported the loss of spo2 monitoring occurred at approximately 0700 on (B)(6) 2026. Abg's were obtained for spo2 value. The patient was on multiple vasopressors. The patient died at approximately 1630 on (B)(6) 2026. Additional information received stated that the philips device was not related to the patient death. The customer does not have specific cause of death. Discharge notes state "I suspect there has been an intraabdominal catastrophe". The clinical sequence of events was reported as "staff stated the patient began having arrythmias which increased as the day went on. Patient was on multiple vasopressors. Staff state the patient had spo2 values until approximately 0700. As the patient deteriorated loss of spo2 values occurred. No perf numeric was available. Multiple types of nellcor sensors applied. Inop displayed on mx800 ¿spo2 sensor off¿. Abg¿s were obtained to measure the patients spo2 values. The patient coded and died at approximately 1630."